Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that there was blood on the distal conductor of the lead and it was obstructed. The analyst noted that a fresh 14-52 gray stylet was inserted and came to a blood obstruction at 1.5 cm. The stylet was not returned. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, after venous insertion and advancing the lead to the atrial position, there was a problem with removing the pre-inserted stylet from the lead. The stylet finally released by using much more force than is normally needed. Following stylet removal, it was not possible to fully insert a new stylet into the lead. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.